Manufacturer narrative:
Analysis of the ins s/n (B)(4) found insignificant anomalies. All impedances tested were within normal range.

Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported that the implantable pulse generator (ipg) header was not allowing the extensions to advance all the way in. To resolve the issue the hcp unscrewed and loosened the ipg set screws, removed the extension and tried to put it back in, with impedance issues still showing. A new ipg was opened and used which seemed to work, and the issue was resolved at the time of the report. Specifically, it was then stated that the patient's initial ipg was replaced due to eri, and post op checks showed all impedances > 40,000 ohms. The surgeon took the patient back in and checked the extensions were pushed in all the way, and they tested impedance again before closing the read port leads which showed to be okay. Some were slightly high but the same as pre-op. The front port was still all > 40,000ohms, so the hcp loosened the sett screw again, removed the extension, lined it up on the outside of the ipg, and re-advanced it. It "longed up" indicating it was advanced all the way, and an impedance test showed the front channel still had high impedances. The ipg was replaced and all impedances were tested again. The left channel showed all were ok except for all combinations with electrode 3 showing as > 40,000 which was not being used. The right channel impedances were the same as pre-op. The patient was closed and they were able to turn stimulation on to the same settings as they were pre-op, which provided benefit for the patient. The patient's indication for implant is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.